Event description:
It was reported that the patient complained of diaphragmatic stimulation from the right atrial (ra) lead and that ra threshold has increased since implant. Programming of ra outputs to the lowest value will be done. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 implantable pacing lead 2007-(B)(6). Concomitant product: 6949 implantable tachy lead 2007-(B)(6). (B)(4).